Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, an aorta alarm occurred. It was determined under fluoroscopy that the impella cp was prolapsed in the ascending aorta. The physician tried to reposition the impella cp back across the aortic valve but was unsuccessful, so the pump was exchanged for a new one.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.